Manufacturer narrative:
.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a real-time egm. Programming changes were made and the oversensing was resolved.